Event description:
Customer reported needle was missing after injection in abdomen. She went to the emergency room and had x-ray/CT scan. The needle was not located in x-ray and CT scan. She was kept in the emergency room overnight.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.